Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. Initially, the patient¿s left breast become hard about 5 years ago, and ultrasound was performed over the breast. However, the result didn¿t indicate any issues. About one month prior to reaching out to mentor, the patient noticed that her left breast got soft, and the size didn¿t seem to be the same as before. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 25jan-2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed an area of missing material, measuring approximately 1.0 cm x 2.0 cm, and shell abrasion on the posterior view. In addition, a tear within the shell abrasion was identified, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the missing material measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the missing material could not be identified. Regarding the tear within the shell abrasion, the evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2020. Mentor received additional information regarding the date of explantation. The patient underwent explantation sometime in (B)(6) 2020. The date of explanation was estimated as (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: deflation on (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).